Event description:
It was reported that the patient had his artificial urinary sphincter removed as the device stopped working abruptly. The device that was removed, still had saline and the physician believed the reason why the device stopped working was a mechanical deflect . A new artificial urinary sphincter consisting of a 5.5cm cuff, pump, and balloon were implanted.